Event description:
Attorney states he represents a client who developed an infection following abdominoplasty surgical procedure. Caller stated superficial sutures were infected. Attorney states that pt developed "dry gangrene." No further info was provided.